Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed. The reported difficulty inserting the cds into the sgc could not be confirmed. A torn clip introducer silicon valve was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult cds insertion into the sgc could not be conclusively determined. The observed torn clip introducer silicone valve and reported leak are cascading events of the difficult cds insertion into the sgc. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The steerable guide catheter (sgc) was inserted into the left atrium (la) without issues. While inserting the clip delivery system (cds) into the sgc, the physician felt resistance and the clip introducer (ci) could not be inserted properly into the hemostatic valve of the sgc. It was then observed a loss of fluid column occurred, requiring additional aspiration. The physician suspected the ci is what caused the leak. The cds was removed and replaced. One clip was them implanted using the same sgc, reducing mr to a grade of <1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.